Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy(termination)"), menorrhagia ("menorrhagia") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (ess205) (batch no. 623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device iniffective". The patient's past medical history included breast cancer, chemotherapy and mastectomy. Concurrent conditions included multigravida and parity 3 ((B)(6) 1995, (B)(6) 2002, (B)(6) 2007). Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain lower ("cramping, lower abdominal pain"), vulvovaginal pain ("vaginal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and emotional distress ("emotion distress"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2015, total hysterectomy (uterus and cervix removed)) and surgery (d & c). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain lower, vulvovaginal pain, abdominal pain, headache, fatigue and emotional distress outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: in (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: fallopian tubes were occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy(termination)"), menorrhagia ("menorrhagia") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (ess205) (batch no. 623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included breast cancer, chemotherapy and mastectomy. Concurrent conditions included multigravida and parity 3 (B)(6) 1995, (B)(6) 2002, (B)(6) 2007). Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2007, the patient had essure (ess205) inserted. In july 2008, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain lower ("cramping, lower abdominal pain"), vulvovaginal pain ("vaginal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In february 2010, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In april 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2010, the patient experienced fatigue ("fatigue"). In april 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and emotional distress ("emotion distress"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205)during the first trimester of pregnancy. The patient was treated with surgery (B)(6) 2015, total hysterectomy (uterus and cervix removed)) and surgery (d & c). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain lower, vulvovaginal pain, abdominal pain, headache, fatigue and emotional distress outcome was unknown and the menorrhagia, genital haemorrhage, dyspareunia, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: in sep-2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: fallopian tubes were occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, emotion distress, vulvovaginal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery in (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). In (B)(6) 2015, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.